Event description:
It was reported that when beginning to cut femur, received a handpiece error message as doctor pressed the drill pedal. Forced to attach probe and recalibrate. Recalibrated and tried to cut femur. Received the same error. Handpiece was opened and made sure the long attachment and bur were tightly secure and adjusted manually the snap lock position to the center. Closed the handpiece, recalibrated and still received the same error message. New handpiece was requested, calibrated and attempted to cut and immediately received the same error message. Navio case was aborted and finished with manual instruments.

Manufacturer narrative:
H10: h3, h6: the device was used during treatment but only the log files were returned for a prior investigation. The initial visual evaluation was performed by reviewing the returned log files which found that an "over current" error had occurred. When the error can only be cleared by rebooting the system, it is indicative of an issue in the siu firmware that randomly causes the handpiece error message and is not indicative of an issue with the handpiece. The initial reporter found that the handpieces functioned as expected even while using manual control, which confirms the issue in the siu. There was no serial number provided for the DHR review of the siu so it could not be concluded if the device met the manufacturing specifications. A complaint history review found similar reports of the issue. This issue will continue to be monitored. The surgical technique guide released at the time of the complaint provide instructions troubleshooting information on the navio surgical system to provide solutions for the most common problems. This is an identified failure mode within the risk assessment. The relationship of the device and the reported event has been established. The over current error that occurred was due to an issue in the siu. As a result, the root cause of the reported event was due to an electrical component failure.